Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device evaluation could not be completed to investigate the reported death. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to heart failure. Twelve days prior to death, the pt was hospitalized with an admitting diagnosis of heart failure. Treatment during hospitalization was unknown. It was not reported whether the pt was connected to the hc at the time of death or if pd therapy was ongoing until the time of death. It was unknown if an autopsy was performed. No further information was provided. Additional information was requested but is not available.